Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was/was not available for evaluation. It was reported that during service, the 980 ventilator did not pass the flow sensor portion of short self-testing (sst). The device was reset and then displayed "please perform extended self-test (est)". The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and replaced the graphical user interface (gui) cpu printed circuit board assembly (pcba) and inspiratory module pcba. The ventilator passed all testing per manufacturer specifications at the time of service. One gui cpu pcba was received for failure analysis. The ventilator powered up normally with no error codes or alarms. The gui cpu pcba was run for 24 hours on normal ventilation mode. On review of the ventilator diagnostic logs no unexpected errors or alarms were observed during the run in period. There was no fault found. One ifm pcba was received for failure analysis. Post (power on self test) passed, calibrations failed, est (extended self test) failed fe0306 (est circuit pressure test - inspiratory auto zero solenoid not operational). Est was overwritten and the ifm pcba was run on normal ventilation mode. Error codes were noted and a constant alarm appeared when ventilator was connected to test lung. After power cycling the ventilator powered up normally with no error codes or alarms. Post (power on self test), calibrations, est (extended self test) and sst (short self test) were run successfully with no error codes or alarms. The cause of the event was isolated to autozero solenoid (so1) temporarily stuck in position in ifm pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during service, the 980 ventilator did not pass the flow sensor portion of short self-testing (sst). The device was reset and then displayed "please perform extended self-test (est)". The ventilator was not in use on a patient at the time of the event.